Event description:
Reference number (B)(6). Event occurred in brazil. It was reported that the patient faced an infusion set leakage event. The leakage was in the cannula. The insertion sites were the abdomen, flanks, arms, and legs. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6005657 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and (wi) guidance for functional testing for complaints area version 2 for the leakage from infusion site (specific cause not identified) photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1: air flow according to (wi) version 2 on reference samples, reference samples passed the test. Functional test 2: leak under water according to (wi) version 2 on reference samples, 1 of 10 samples cannula part is leaking by upper membrane. Device history record (DHR) review: the lot 6005657 was manufactured according to the (wi) version 44 on 23/feb/2024, with a total of (B)(4) units. Cannula part: the lot 4b02459 was assembled according to the (wi) version 37 on-line inspection for line 02 on 18-feb-2024, with a total of (B)(4) units each. Units each. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 07/aug/2025 against malfunction code leakage from infusion site (specific cause not identified) and lot 6005657 and no more complaint have been registered in database for the same lot and malfunction code. Corrective and preventive action (CAPA) determination assessment results: based on the statistical analysis conducted using minitab, a u-chart was generated to evaluate whether the product associated with the complaint falls within control limits. The analysis included compiling the relevant part number, sales data, and complaint count for the specified malfunction code. This assessment was performed to determine whether initiating a corrective and preventive action (CAPA) is warranted. No corrective and preventive action (CAPA) is required. After assessment of the failure via product trending over time, with control charts, the risk has been deemed as within accepted limits, and as such will be part of the post market monitoring process